Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent fully deployed and outside of the delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined that the reported premature deployment was likely due to handling. It is likely that during removal of the stylet, the tip was inadvertently pulled causing the stent to slightly pull out and prematurely deploy (flower). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the during device preparation, the absolute pro vascular stent was noted to be partially exposed. The device was not used and there was no patient involvement. No additional information was provided.